Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a diagnostic colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip deployed; however, it was unable to release from the catheter. They tried the usual methods, but it did not work. They also tried being more forceful when opening and closing, but that didn't help either. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.